Event description:
Customer reported a battery out limit alarm on her insuling pump. The alarm occurred when the customer was trying to dose herself. Customer's blood glucose was 199 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.